Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle had a white substance found on the needle bevel. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: a sample was received for evaluation by one of our quality engineers. The returned sample had epoxy on the tip of the cannula therefore failure mode is verified. Most probable root cause is that the rack tipped forward prior to curing, and picked up wet epoxy where it came in contact with another rack. Here are the things we've done to improve epoxy splatters and dripovers: re-trained operators in regards to inspecting for epoxy dripovers and identify epoxy issues. Modified the line to prevent mis-assembled cannula from accumulating and causing epoxy on the caterpillar belts and other needles. Revised the visual instruction for epoxy application to assist the operators in adjusting the adhesive camera. The adhesive camera is used to assist the assembly associate with epoxy adjustments in regards to epoxy location. It is not used to disposition product. While these actions reduce the interaction required for the operator in regards to epoxy application, it is still dependent on the operator to continuously monitor the assembly process for epoxy issues. We will continue to provide coaching and feedback to them as we become aware of issues. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history review was completed with zero defects found related to epoxy drips. No quality notifications were written for this batch, nor for the associated assembly batches. Qn review: no notifications were written for this batch, nor for the associated assembly batches. DHR review: assembly batch 7178948 had 180 visual inspections performed on 8,950 parts with two defects noted for low epoxy due issues with the epoxy applicator. The applicator was repaired, and all affected product was scrapped. Assembly batch 7201739 had 245 visual inspections performed on 12,550 parts with zero defects noted. Corrective actions have already been implemented to prevent this type of defect.